Manufacturer narrative:
(B)(6). The device was received for evaluation with an opened pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Embedded particulate matter of size less than 0.4 square millimeters on the cassette was observed. Per material specification, embedded pm smaller than 0.6 square millimeters is considered acceptable. Functional testing was performed which included self-test and priming and no abnormality observed for the sample received. The reported condition was not verified. The sample met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were dark spots on a homechoice automated pd set with cassette. This issue was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.